Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) and reported that they had repeated occurrences of error c-34 on the erbe generator when firing. The customer had attempted to power cycle the erbe, but the issue persisted. The tse reviewed the logs and found that the erbe error c-34 indicated that the high-frequency voltage was too low in the on state and a erbe replacement was needed. The customer attempted to use the forcetriad generator as a replacement but was unsuccessful. Consequently, the customer decided to convert to laparoscopic surgery to complete the procedure. The procedure was converted to a traditional laparoscopic surgery with no reported injury. Isi has contacted the customer and obtained the following information: the system functionality was checked upon powering on the system, and it powered up without errors. There was no injury to the patient. Port incisions were not increased, and no additional ports were added. The patient tolerated the procedure bring converted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has contacted the customer to schedule an onsite visit.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, found issues related to the reported problem. The iesu was tested using a well-known system and the unit displayed c-34 errors on startup. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error c-34. This error indicates a lower voltage than expected during energy activation.